Manufacturer narrative:
The information related to treatment code has been updated which is provided of this report.

Event description:
It was reported that the customer treated high blood glucose with insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the experienced high blood glucose level. The customer's blood glucose level wa s 300 mg/dl. The customer did not mention any treatment related to high blood glucose level. The customer did not mention any symptom related to high blood glucose level. The customer stated that the insulin pump passed self test. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.